Manufacturer narrative:
Per information provided by the sas, no service request was created for this event, because the customer indicated that this is a sample related issue. This is an event associated to the unique cytopathology of this patient with mds. Provided raw data and histogram information were reviewed. The available information does not reveal the root cause of the failure. Raw data was not able to confirm conclusively an assignable cause. Bec internal identifier (B)(4).

Event description:
The customer reported that their unicel dxh 800 coulter cellular analysis system generated erroneous high platelet (pl:t) counts, without any flags, for a single patient with myelodysplastic syndromes (mds). The customer reported that the instrument did not flag the platelet results that had been flagged low by the reference interval. A manual count was done by the customer and indicated that the platelet count was even lower. The customer indicated that counts were considered erroneously high, in comparison to the count expected for the clinical condition of this patient. The senior applications scientist (sas) for this customer indicated that the doctor at this institution was aware of the condition of the patient (myelodysplastic syndromes (mds)). Patient data provided shows that the instrument flagged for reference (user defined) limits (l) for platelets, and triggered a suspect message for the presence of abnormal ret in the sample, indicating the operator that the results had to be reviewed according to their laboratory¿s protocol. The customer stated that the suspect results were not reported out of the lab.